Event description:
The customer reported avalon fm50 fetal monitor speaker failure. There was no sound. The device was not in use.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported avalon fm50 fetal monitor speaker failure. There was no sound. The device was not in use on a patient at the time of the event. The customer contacted the customer care solutions center to report that a fm50 fetal monitor had no sound. During troubleshooting the technical support engineer (tse) confirmed that the device makes a very short chirp and then there is no sound at all. The fetal monitor does not show any error inops. It was suggested to the customer that issue is either the loudspeaker assembly part # 451261024971 or api board part #451261025111. The customer does not have software support. The device did not produce sound as expected by the customer, but it is not known how the customer's issue was resolved. Because of this, we are considering this to be a malfunction of insufficient information / cause unknown. The absence of further calls supports that the reported problem was possibly resolved by the customer or that the customer does not wish for the device to be further evaluated. No further action or investigation is warranted based on the available information at the time of complaint closure. Patient/user involvement was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No.